Event description:
It was reported that patient had been experiencing hives, and the incision site re-opened after the implant procedure. The patient was treated with antibiotics to resolve exposed incision site. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).